Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was noted. There was no collision of the instrument with other instruments during the procedure. The issue was not related to the opening/closing of the grips, the left/right (yaw) motion of the grips, or the up/down (pitch) motion of the wrist. There was 1 cable protruding from the distal end of the instrument, however, there were no fragments that fell into the patient's anatomy. A review of the provided image was consistent with the alleged broken wire.

Event description:
Refer to h11 for follow-up information.